Event description:
The 2 mg syringe of dilaudid was to be administered. When going to put in the carpuject there was no screw or rubber end stopper. Med was in tamper-proof package, and believed to be a manufacturing error, where the rubber stopper was not inserted before syringe put into tamper-proof package.